Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module energy device (pmed) to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was confirmed/replicated during testing. The unit did not boot with errors 651 and 652.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon side console (ssc) foot pedal would not work intermittently. The surgeon pressed the foot pedal but could not activate an instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to replace the energy cable, but the issue was not resolved. The customer used an external third-party generator, but the issue persisted. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically using a third-party generator. There was no injury to the patient.